Manufacturer narrative:
November 18, 2015 10:28 am (gmt-5:00) added by (B)(6): (B)(4). A maquet field service technician was on site and investigated the unit. The technician confirmed the problem that the ice block is too large in the ice making stage. The unit was sent to repair depot where the ice sensor was replaced. Functionality tests and a safety check as per the service manual were performed. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported during the ice making stage the ice block was too large and would not make a proper size block. System to be sent to the (B)(4) office for a ice sensor replacement. The incident occurred during preventive maintenance so there were no patient involved. (B)(4).